Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 31-aug-2025, it was reported that a beta bionics ilet user experienced an occlusion alert with a peak blood glucose value of 300 mg/dl. The user¿s glucose remained out of range for over 90 minutes and was corrected by performing a full supply change and resuming insulin delivery. No outside medical intervention was required.